Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as it exhibited high capture thresholds, it was then found to be dislodged. During reposition, the stylet could not be inserted, so the lead was removed prior to pocket closure and another lead was implanted to complete the procedure. No adverse patient effects.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as it exhibited high capture thresholds, it was then found to be dislodged. During reposition, the stylet could not be inserted, so the lead was removed prior to pocket closure and another lead was implanted to complete the procedure. No adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
Correction a1 field: patient identifier updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high capture thresholds, dislodgement and difficult to insert.